Event description:
Reporter indicates that following a product meeting with a nurse at (B)(6), the nurse allowed a caregiver colleague to try the product on herself as a demonstration of the adhesive properties and the caregiver reported itchiness under the dressing which persisted for approximately 1 hour following the demonstration. No other issues were identified, no rash or redness reported.

Manufacturer narrative:
The event as described is deemed a serious injury because it may compromise patient's skin integrity. From a clinical perspective, a causal relationship between the aquacel foam dressing and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. Additional information provided states that the dressing was removed and no other issues were identified, no rash or redness reported. Due to the time elapsed between the issue reported and the report (approximately 5 weeks) product lot number and expiry date was not available. There was no wound involved, the caregivers skin was intact, and no medical history of sensitivities were provided. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013.